Event description:
Customer reported when the nurse call cable is connected to the nurse call outlet, the cable does not have a tight fit. Customer was unable to provide any further info or the date when the issue was discovered. Customer reported there was no pt incident or injury when this was discovered.

Manufacturer narrative:
Results: eval of the returned alarm confirmed the reported issue. The nurse call cable does not have a secure fit when inserted to the nurse call receptacle on the alarm. When the nurse call cable is moved the red led light toggles on and off. The nurse call receptacle is damaged and there are rattling sounds inside the alarm case. The physical condition of the alarm indicates droppage of the device which could possibly contribute to the damage of the nurse call receptacle. (B)(4).